Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was experiencing air bubbles for over the past year. The reporter stated that confidence was lost in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: no battery or cartridge caps were returned, test caps were used to complete the investigation. There were no air bubbles or eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿air bubbles¿ complaints. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.